Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had to press esc button couple of times, down button stopped working and insulin pump had button error. The customer blood glucose level was unknown. The customer declined troubleshooting. Customer states insulin pump had random or unexplained no delivery alarms, rejected batteries, backlight did not come on and diminished. The device will not be returned for analysis.